Manufacturer narrative:
The physician was certified for use of the device, the number of cases performed was unknown. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped properly according to the instructions for use (IFU). Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no reported resistance/friction during insertion. There was no reported difficulty connecting or locking the sheath with the vcd. An audible click was heard when the sheath was locked against the handle assembly. The bleed-back indicator of the exoseal device was not visibly damaged. No additional information is available. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6 fr. Exoseal device for vascular closure (vcd), the exoseal was inserted into a brite-tip sheath but there was no pulsatile flow noted from the bleed-back indicator, although the graphic pattern of the indicator window had changed to a black-black pattern. The exoseal device was removed from the patient without attempting to deploy the plug. Hemostasis was successfully achieved by manual compression. No bleeding complications occurred and there was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta) of the right common iliac artery using an ipsilateral retrograde approach. The iliac artery target lesion was not calcified, tortuous nor in close proximity to the access site. After the pta, femoral artery suitability was verified on angiography and the non-cordis sheath was exchanged for a brite-tip sheath. No issue was noted with the brite tip sheath. The vcd showed no visible signs of damage upon removal from the package and on inspection. The bleed-back indicator of the exoseal device was not visibly damaged. The vcd was prepped according to the instructions for use (IFU). The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no reported resistance/friction during insertion. There was no reported difficulty connecting or locking the sheath with the vcd. An audible click was heard when the sheath was locked against the handle assembly. The physician was certified for use of the device, the number of cases performed was unknown. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU cautions the following: observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed- back indicator, discontinue the procedure. In this case the physician complied with the instructions for use and removed the exoseal and sheath as a unit and proceeded to manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Without return of the device for analysis, the reported complaints ¿bleed back absent¿ and ¿incorrect indication¿ could not be confirmed. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. The DHR review does not indicate that the events are related to the manufacturing process of the device, therefore no corrective action will be taken at this time.

Event description:
The report received from the affiliate indicated that during deployment of a 6 fr. Exoseal vascular closure device (vcd), the exoseal was inserted into a brite tip sheath but there was no pulsatile flow noted from the bleed-back indicator although the graphic pattern of the indicator window had changed to a black-black pattern. The exoseal device was removed from the patient without attempting to deploy the plug. Hemostasis was successfully achieved by manual compression. There was no bleeding complication noted to have occurred. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta) of the right common iliac artery which was not calcified or tortuous. An ipsilateral retrograde approach from the right femoral artery was used for the procedure. After the pta, the non-cordis sheath was exchanged for a brite tip sheath. The reason for the sheath exchange was unknown. There was no reported product issue with the brite tip sheath. The right common iliac artery target lesion for the pta was not in close proximity to the access site for the procedure.